Event description:
It was reported that the patient was on program 2 at 2.7 volts, the patient increased to 3.0 volts, and she couldn¿t adjust stimulation any higher. When the reporter tried to increase stimulation, the patient programmer showed the ¿upper limit reached¿ screen. The patient had been on program 2 for a couple of weeks and it was helping at first, but it was only the first few times that the patient was able to go to the bathroom without changing. Now the patient got wet and needed to change every time she went to the bathroom, and it poured like water. The reporter didn¿t know when the symptoms returned, just that it wasn¿t working and not doing what it was supposed to do. The program was changed and the patient was advised to follow up with her physician if she¿s seeing any improvement following the program changes. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Event description:
It was later reported that patient was having leakage since implant. The patient was unable to increase stimulation past 3.0 v with programmer. It would not go any higher. The change in therapy/symptoms was reported as gradual.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 3093-28, lot # v700596, implanted: (B)(6) 2014, product type lead. (B)(4).